Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified impactor pad has fractured. The features of the fracture surface visually align with a bending overload fracture failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor fractured during an initial procedure. Another impactor was used to complete the surgery with no delay. There was no harm or impact to the patient. Attempts have been made and there is no further information at this time.